Event description:
On (B)(6) 2007, the patient underwent treatment for abdominal aortic and iliac artery aneurysms with gore excluder aaa endoprostheses. An aortic extender was placed in the left common iliac artery as a distal extension to a contralateral leg in order to gain seal in an aneurysmal area of the iliac. The patient later presented with a distal type 1 endoleak. It appeared that seal had been lost due to continued expansion of the iliac artery aneurysm. On (B)(6) 2012, another contralateral leg was placed, extending distally into the external iliac artery, with intentional coverage of the internal iliac artery. The patient is doing well.

Manufacturer narrative:
The manufacturing records review verified that the lot met all pre-release specifications.